Event description:
It was reported that the patient experienced inability to inflate the artificial urinary sphincter (aus). The aus remains implanted and active. Additional information was received that the ambicor penile prosthesis (app) was explanted on (B)(6) 2019 and a new inflatable penile prosthesis (ipp) was implanted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ambicor device was visually inspected and functionally tested. No leak was found. Both cylinders and the pump performed within specifications. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced inability to inflate the artificial urinary sphincter (aus). The aus remains implanted and active.